Event description:
It was reported that catheter entrapment occurred. The 92-95% stenosed, long and diffused target lesion was located in the non-tortuous left anterior descending artery. Pre-dilatation was performed with a 1.50 x 15 mm maverick 2 balloon catheter, followed by a 2.0 x 20 mm maverick 2 balloon catheter. An 8 x 2.25 mm promus premier drug-eluting stent was inserted, but during the procedure, the stent got stuck after crossing about 50% and was difficult to withdraw. After several attempts to retrieve the stent were made, the stent was able to be withdrawn without additional intervention. The procedure was completed with balloon angioplasty and no patient complications were reported. The patient remained stable, and two days after the procedure, they were discharged.